Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose result on the meter was 79 and lab was 172 mg/dl. Tests were done within 10 minutes. Also control solution tests passed on the meter with both strip lot numbers. No further information has been reported. Patient did not experience any adverse events. Patient also used another strip lot during meter to lab comparison, which fell in range.